Event description:
It is reported that the patient experienced a greater trochanter fracture post-op. Implant date is unknown and the patient was not revised.

Manufacturer narrative:
(B) (4): evaluation summary: no product was returned as it is still implanted in the patient. No x-rays were returned for review. Details in regards to whether the trabecular metal primary stem was implanted as per the surgical technique is unknown. It is possible that the alleged event was caused by selecting a stem that was too large for the femur. Based on the available information a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reported. Zimmer, inc. Considers the investigation closed.